Event description:
During product service by a service technician, a flogard infusion pump was found to have damaged latch roller. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Evaluation summary: the actual device was evaluated at customer site. This is an ancillary service event. Visual inspection confirmed that the latch roller had natural wear and tear damage. To correct the condition, the latch roller was replaced. The device was restored to good working conditions. Should additional relevant information become available, a supplemental report will be submitted.